Event description:
Complainant alleged that during routine testing and preventative maintenance, the device intermittently displayed "cannot charge" on the monitor screen and the defibrillation output energy was found to be lower than specified tolerance for selected setting. The complainant indicated that there was no pt involvement in the reported failure.